Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No evaluation will be performed.

Event description:
(B) (6) reported a student with a gross corneal inflammatory response and staining while wearing acuvue oasys daily wear contact lenses. The pt was diagnosed with limbal stem cell dysfunction induced by contact lens overwear plus lid margin disease. Right eye blurred with a visual acuity of 6/24 (20/80). Pt was referred to ophthalmology dept of hosp for treatment. The pt remains under care of the hosp (as of (B) (6), 2010) with some slight improvement to va. No treatment details or follow up info have been received. Date of occurrence is unk. Product is not available for evaluation. Pt was using optifree replenish lens care solution. We are continuing to pursue info on this event. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.